Manufacturer narrative:
Conclusion: customer making repair.

Event description:
It was reported via repair work order that the fowler angle sensor had an issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.